Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found.device manufacture date.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hrx. Device is an instrument and is not implanted/explanted the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the reamer irrigator aspirator (ria) ria driveshaft was returned with the hex tip that interfaces with reamer head almost completely broken off. The fragment was not returned. The helix is moderately worn. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage due to wear and fatigue. The driveshaft and the helix are noticeably worn. As the drive shaft is aged and is the failure that caused the wear over time. The drawings were reviewed and determined to be suitable for the intended design and application. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was returned to operating room on (B)(6) 2014 for a humerus fracture which developed a non-union. Patient had a humeral nail implanted on an unknown date by an unknown surgeon. During the reaming for the bone graft, the tip of the 314.743 (drive shaft-minimum 520mm length-for use with ria) broke off into the tubing. The tip piece was suctioned and was not retrieved from the patient. There was another ria reamer shaft available to use, and the procedure was completed without further incident. The procedure was extended by one minute. Patient's status/outcome following the revision surgery was reportedly stable. This is report 1 of 1 for com-(B)(4).